Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. Stryker identified the cause is due to contamination/corrosion to multiple internal electrical components. Further cause of the contamination is unknown. The device was archived by stryker, and the customer was provided with a replacement device.

Event description:
The customer contacted stryker to report that their device unexpected powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report that their device unexpected powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.